Event description:
It was reported that during a routine follow-up, noise was noted on the ventricular channel. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.